Event description:
Eudermic powder-free glove, size 8, was not intact after gloves were removed from case. Blood was found on the physician's hand, but their skin was intact. The glove was examined for holes or tears, but none were seen.